Manufacturer narrative:
This report is being supplemented to provide a correction to the initial medwatch. The aware date should be 17-mar-2022. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the gap in the adhesive between the plastic cover and the distal end was due to deterioration caused by physical stresses such as dropping or hitting a hard surface, or deterioration due to chemical stresses, such as those used in the cleaning, disinfection, and sterilization process. However, a definitive root cause could not be determined. In addition, service found there was play in the angulation knob and the bending angle was out of specification, due to wear of the angulation wire. The adhesive on the bending section cover was chipped, the adhesive on the light guide lens was peeled off, there were image issues due to contamination of the objective lens, the suction cylinder was shaved, and multiple parts of the device were scratched due to external factors. The reported issue (leakage) was confirmed and found to be due to perforation of the forceps channel. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an air leak from the forceps channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found there was a gap in the adhesive between the plastic cover and the tip cover (distal end). This report is being submitted for the malfunction found during evaluation (gap in the adhesive).